Manufacturer narrative:
A portion of the graft was returned for evaluation. The piece of conduit sent back was the length excised prior to implantation for assessment to see if the graft was dysfunctional and may have led to the bleeding. Per product evaluation, customer report of 'bleeding through top of graft' was unable to be confirmed through visual observations of returned device. A section of the konect graft was returned. Valve was cut off and not returned. The graft section was approximately 4cm long in its un-stretched state and had jagged edges on both ends. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that bleeding through top of graft occurred during implantation of this konect aortic valved conduit model 11060a27. Mitral valve repair and atriclip occlusion of left atrial appendage were performed concomitantly. As reported, the origin of bleeding was not from an anastomosis but the graft itself and the patients coagulopathy did not contribute as he was not bleeding significantly from his tissues. A video taken after full heparin reversal with protamine after the last pump run, topical celox, floseal, packing and products and factor 7 was provided. Reportedly, there was no other diffuse bleeding. Two runs of pump (294 min (240 + 54)), blood transfusions and clotting factors were needed to control the issue. As reported, the cross clamp time was 174 min and there was no circulatory arrest. The conduit remained implanted. Reportedly, graft was not immersed in saline solution. Saline was squirted on the graft after its implant but prior to use of the electrocautery (bovie), no needle was inserted into the graft for de airing and the patient was not under antiplatelet agents prior procedure. Rivaroxiban was stopped 5 days prior to surgery.

Manufacturer narrative:
Updated sections: b5. The patient died while using a medical product, but there was no suspected association between the death and the use of the product.

Event description:
Edwards received notification that bleeding through top of graft occurred during implantation of this konect aortic valved conduit model 11060a27. Mitral valve repair and atriclip occlusion of left atrial appendage were performed concomitantly. As reported, the origin of bleeding was not from an anastomosis but the graft itself and the patients coagulopathy did not contribute as he was not bleeding significantly from his tissues. A video taken after full heparin reversal with protamine after the last pump run, topical celox, floseal, packing and products and factor 7 was provided. Reportedly, there was no other diffuse bleeding. Two runs of pump (294 min (240 + 54)), blood transfusions and clotting factors were needed to control the issue. As reported, the cross clamp time was 174 min and there was no circulatory arrest. The conduit remained implanted. The patient was shifted to the ICU with heavy inotropic support, and an intra-aortic balloon pump, with the chest and the abdome open with a vac dressing in place over the laparotomy. On pod#1, there was some ongoing bleeding from the suture lines from the ascending aortic graft predominantly from the needle holes of the graft. The rest of the cardiotomies appeared dry. The tee revealed good biventricular function and the mitral valve appreade to be competent without mr. The aortic valve also appeared to be functioning well. The patient's chest was closed on pod#9 and was noted as to be stable haemodynamically during the procedure. Unfortunately, the patient died on pod#14 due to cardiac arrest. Reportedly, graft was not immersed in saline solution. Saline was squirted on the graft after its implant but prior to use of the electrocautery (bovie), no needle was inserted into the graft for de airing and the patient was not under antiplatelet agents prior procedure. Rivaroxiban was stopped 5 days prior to surgery.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component codes, type of investigation, investigation findings, and investigation conclusions). Root cause analysis: per the description of event, "edwards received notification that bleeding through top of graft occurred during implantation of this konect aortic valved conduit model 11060a27. Mitral valve repair and atriclip occlusion of left atrial appendage were performed concomitantly. As reported, the origin of bleeding was not from an anastomosis but the graft itself and the patients coagulopathy did not contribute as he was not bleeding significantly from his tissues. A video taken after full heparin reversal with protamine after the last pump run, topical celox, floseal, packing and products and factor 7 was provided. Reportedly, there was no other diffuse bleeding. The conduit remained implanted. On pod#1, there was some ongoing bleeding from the suture lines from the ascending aortic graft predominantly from the needle holes of the graft. "Reportedly, graft was not immersed in saline solution. Saline was squirted on the graft after its implant but prior to use of the electrocautery (bovie), no needle was inserted into the graft for de airing and the patient was not under antiplatelet agents prior procedure." Per the imaging evaluation/review of the video supplied, "customer report of "bleeding through top of graft" was confirmed through video evaluation. Video evaluation performed in product evaluation task." Per the product evaluation summary, "customer report of "bleeding through top of graft" was unable to be confirmed through visual observations of returned device. A section of the konect graft was returned. Valve was cut off and not returned. The graft section was approximately 4cm long in its un-stretched state and had jagged edges on both ends. No other visible inconsistencies were observed from returned graft section. Provided video of implanted konect device appeared to show leakage." Per the case notes, the sales rep indicates, "I have had other surgeons review the video provided and they believe it is the lengthy time on bypass, along with patient's coagulopathic state which has contributed to the oozing from the graft and they believe they see oozing from needle hole sites also which are a complication of the series of events. Thus the preparation of the graft in their mind is not a contributing factor." However, edwards senior management responded that "when we learnt that the site did not immerse the graft in saline solution as required by the IFU, the root cause of oozing was quite clear, and we consider this issue as an user error." Furthermore, "when the graft is soaked, the gelatin rehydrates and swells which may reduce the propensity for blushing or leakage." The sales rep indicated she would relay the information. Per the case notes, the terumo team reinforced the time needed to soak the graft: "as per gelweave product IFU: "the prosthesis must be immersed in a sterile saline solution for 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted. Vascutek do not recommend that the device is soaked for longer than 5 minutes as the onset of gelatin hydrolysis may start to occur which may have an impact on clinical performance. The prosthesis must not be allowed to dry out after soaking." A DHR review was performed by edwards and terumo and no related non-conformances were found. There is no evidence to suggest a manufacturing or design non-conformance. Since saline was only "squirted on the graft after its implant," the 5 minute soak per the IFU was not followed, which most likely led to the "bleeding through top of graft." The root cause is most likely use error.

Manufacturer narrative:
H10: additional manufacturer narrative: a portion of the graft was returned for evaluation. The piece of conduit sent back was the length excised prior to implantation for assessment to see if the graft was dysfunctional and may have led to the bleeding. Per product evaluation, customer report of "bleeding through top of graft" was unable to be confirmed through visual observations of returned device. A section of the konect graft was returned. Valve was cut off and not returned. The graft section was approximately 4cm long in its un-stretched state and had jagged edges on both ends.